Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The pediatric patient experienced a skin reaction with redness, blisters, bumps and skin is wet and appears to have an infection under the entire sensor patch and overlay patch area, which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2025, the patient visited his endocrinologist due to a skin reaction. During that visit, he was prescribed an unspecified oral antibiotic and a topical steroid cream (mupirocin). The patient completed a 10-day course of the oral antibiotic, taking it twice daily for this skin reaction. The patient continues to use mupirocin on an as needed basis whenever skin reactions occur and is still applying it currently. The parent reported that the patient has also tried various barrier films as well as spraying flonase to help reduce reactions. The parent stated that no testing has been done to determine whether the patient is immuno-compromised. From on (B)(6) 2025 through on (B)(6) 2026, the parent reported that the patient continued to experience skin reactions at the sensor site. During this period, they continued using mupirocin cream as needed. The parent stated that there were no additional consultations with the doctor during these months. The parent noted that the patient did not have any skin reactions on (B)(6) 2025. They plan to visit the patient¿s endocrinologist again in approximately 2 months. At the time of the report, the parent confirmed that the patient is still experiencing active skin reactions. From on (B)(6) 2025 until on (B)(6) 2026, parent said that they are still getting skin reactions and are still using mupirocin cream. No additional consultation with doctor. The parent reported no skin reactions on (B)(6) 2025. They will be visiting their endocrinologist in about 2 months. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.